Event description:
Device malfunction: clip did not deploy in vessel. Time of symptoms/ae: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the left common femoral artery after a bilateral iliac stenting procedure. Reportedly, when the clip applier was removed the clip did not deploy in the vessel but was "sitting freely" on top of the skin. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.